Manufacturer narrative:
The cause of the contamination was not established as no product was returned and insufficient details were provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation. No patient harm was reported.